Event description:
It was reported while this patient with an implantable cardioverter defibrillator (ICD) was on vacation presented to the emergency room (ER) due to reports of receiving shocks. The device was interrogated and was found to be in safety mode. The physician decided to place a magnet over the device to de-activate therapy. It was noted that the shocks were inappropriate. Subsequently, the device was explanted and replaced. The device is expected to be returned. No additional adverse patient effects were reported.